Manufacturer narrative:
D2b: pro code (product code) - fge, lit. G4: premarket / 510(k) # - k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm. During dilation with the 6.0 x 40, 40cm mustang, a balloon rupture occurred on the 5th inflation at approximately 22-24 atmospheres for 30 seconds. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.